Manufacturer narrative:
Correction: the brand name should have been lamitrode 44 lead kit, 90cm length rather than lamitrode tripole 16 lead, 60 cm. Correction: - the model number and lot number should have been model: 3262 and lot: 4354136 rather than model: 3219, and lot: 4234289. Correction: - the implant date should have been (B)(6) 2014 rather than (B)(6) 2013 correction: - the initial reporter should have been dr. (B)(6). Correction: - the device manufacturing date should have been 11/20/2013 rather than 09/05/2013.

Event description:
Related manufacturer reference number: 1627487-2019-06229. Related manufacturer reference number: 1627487-2019-06230. Related manufacturer reference number: 1627487-2019-06231. Related manufacturer reference number: 3006705815-2019-02296. This report was initially sent with the wrong device information. Corrected device information has been already reported on related manufacturer reference numbers listed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09747. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Patient now has effective therapy.